Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before the use of the bd vacutainer® k2e 3.6mg plus blood collection tubes, one (1) tube was found to have the wrong cap color. There were no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: h.4. Device manufacture date: 01-apr-2025 investigation summary: bd received one photo for investigation. Evaluation of the attached photograph shows one tube with a slightly varying cap color. Visual evaluation of the 100 retained samples did not find any color variation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before the use of the bd vacutainer® k2e 3.6mg plus blood collection tubes, one (1) tube was found to have the wrong cap color. There were no health impact or consequences reported.